Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a recoverable error 23072 returned. An intuitive surgical, inc. (Isi) field service engineer (fse) already addressed the issue yesterday, but the issue recurred. The isi technical support engineer (tse) confirmed from the logs that error 23072 indicates excessive error between secondary and primary setup joint readings. The customer was continuing to use the system with all four arms. The procedure was completing as planned with no report of patient injury. Isi contacted the isi clinical sales representative (csr) and obtained the following information: the issue occurred during the procedure and was continued with all 4 arms. The csr was not sure if any of the arms were discontinued due to the issue. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the proximal suj (set up joint) cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to a faulty suj proximal cable.